Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was firing the device over the cystic duct, when the clip scissored and cut into the duct. Case was completed with same device after multiple firings.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: when scissored clip cut the duct, was there bleeding or leak that occurred? Both. If bleeding, please quantify amount. Not available. If bleeding, how was patient treated for bleeding (ex: new clip applier controlled, blood products given,...)? Clip applier controlled. If leak, did clip applier control leak? Yes. How was cut duct repaired? There was enough room to place another few clips below the cut. Was there any patient consequence? No. Follow up received from rep: when scissored clip cut the duct, was there bleeding or leak that occurred? Yes. The duct was cut, and bleeding and leaking occurred. If bleeding, please quantify amount. Not available. If bleeding, how was patient treated for bleeding (ex: new clip applier controlled, blood products given,...)? Additional clips were applied. If leak, did clip applier control leak? Yes. How was cut duct repaired? Additional clips were added. Was there any patient consequence? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in jaws and the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed 8 conforming clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.